Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited one episode of noise reversion stored on the device. Noise was not reproducible in the clinic. The device was reprogrammed. The patient had not experienced any symptoms.